Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons harder to press. Customer stated insulin pump had multiple times to respond and unexplained no delivery alarms. Customer stated belt clip slide was broken off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked keypad overlay, broken belt clip rails, and label damage. Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device properly tested with displacement test, rewind, prime/seating, basic occlusion test, force sensor test, and occlusion test. No button error alarm noted upon testing. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. However, pump error 63 alarmed during self test and was confirmed in the formatted history file (variableinfo = 3) due to broken trace at pin#1 at u1 keypad assembly. (B)(4).